Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom of air in line detector malfunction through the experience of an air-in-line alarm. Eval found the upper fluid number with a loaded set to be below spec, caused by a failed upstream sensor. The ultrasonic sensor and pusher were replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a malfunction with the air-in-line detector. It was also reported that there was no pt involvement.